Event description:
Avaira contact lenses, resulted in blurred vision lasting several hours, resolved over several hours without treatment. Exam by ophthalmologist did not find anatomical etiology. At time of problem, unaware of expander recall of some lots of avaira contact lenses, however symptoms are similar despite this pt's lenses are not involved in recalled lots.